Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope images are cloudy, and air and water supply did not recover. The event occurred during a procedure. The procedure was completed using the same device. There was no patient harm associated with the event. The device was evaluated, and it was found that foreign material had come out from suction channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material had come out from the suction channel due to insufficient cleaning, additional findings were as follows: adhesive on bending section cover had white-clouded area and was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to dirt that could not be removed due to an abnormality in the equipment used from brushing the suction channel, residue of dirt that is difficult to remove, and accumulation of dry residue. Olympus will continue to monitor field performance for this device.